Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080934) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("bleed for almost 2 months") in a female patient who had essure inserted. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent complete hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion: other serious (important medical event) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("bleed for almost 2 months") in a female patient who had essure inserted. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent complete hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion: other serious (important medical event) and event date on (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.